Event description:
Patient was undergoing a laparoscopic appendectomy. He was positioned in tredelenburg with a 45 degree tilt to the left side. A strap was placed around his thighs for positioning. During the procedure, the plastic loop on the strap broke and the patient slid toward the floor. He was caught and eased down by the surgeon and techs who were on the left side of the bed. At the time the strap broke the patient had 3 trocars inserted in his abdomen as well as an endotracheal tube that was dislodged. His head did not hit the floor, but did hit the IV pole stand behind the table. He was lifted back onto the table, the trocars were removed, he was re-prepped and draped and trocars inserted into the original tracts. There was no damage noted upon direct visualization. He was re-intubated easily without evidence of trauma. He sustained a small hematoma on his left forehead that disappeared within 2-3 days. X-rays demonstrated no injuries. He remained hospitalized for 8 days of IV antibiotics due to a diagnosis of peritonitis prior to surgery.